Event description:
Pt admitted with cellulitis of the left upper extremity and deep vein thrombosis. Pt had PICC line in this extremity upon admission and following day was red. Due to a strange organism (sphingobacterium multivorum) mds wanted the PICC line to be d/cd and the tip to be cultured. Tip was not cultured. Wondered if there has been any other issues with this, or anything to do with the PICC line?